Manufacturer narrative:
Follow-up #1: date of submission: 06/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: during testing, the pump was powered on and the display screen remained blank. The pump case was removed, and no damage was found to the display screen. The screen was replaced with a test display, which functioned properly, indicating a failure of the display flex..

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.